Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral muscle stimulation. It was also reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.